Event description:
Additional information obtained indicated that the ipg was explanted and replaced. Therapy was restored post-operatively.

Event description:
It was reported that the patient's ipg is inoperable. No further information is known at this time. Surgery may be pending to address this issue.